Manufacturer narrative:
One device was returned for repair. No alarm was found in event log. Review of service history found same issue was addressed in may 2024. Visual and functional testing was performed and was able to confirm such complaint visually, noticing that the plunger flippers would not close all the way, the plunger lever was not moving smoothly, and the flippers were catching with the ear clip (syringe retainer). The repair was done by replacing the plunger right side case and filing down the ear clip crowns. Performed and passed all verification tests. Software was up to date and configuration was reset to standard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got a syringe flange not in place. No physical damage was reported. There was no patient harm, involvement or delay of therapy.